Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided with an rt212 adult single heated breathing circuit, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the subject mr290v vented autofeed humidification chamber was not returned to f&p healthcare for evaluation as it had been discarded by the healthcare facility. A review of the provided photographs of the subject mr290v vented autofeed humidification chamber confirmed the presence of a water leak between the base and dome of the chamber. No damage to the device was visible in the provided photographs. Conclusion: based on the information provided by the healthcare facility and without the return of the device, we are unable to determine the cause of the leak. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber and breathing circuit kit would have met the required specification at the time of production. The user instructions for the rt212 adult single heated breathing circuit include the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v vented autofeed humidification chamber provided with an rt212 adult single heated breathing circuit was found leaking water prior to patient use. There was no reported patient harm.